Event description:
When the nurse retracted the needle, the adaptor fell of and 2.1cm of the catheter remained in the pt. The catheter has not been removed and remains in the pt. The pt will be followed-up as an outpatient. Additional information from the user facility report: rn started IV (B)(6) 2006, retracted the needle, the catheter bit fell off, and the catheter broke off. The catheter lodged half in pt's vein, and half in tissue. Pt seen and examined.

Manufacturer narrative:
A root cause analysis was unable to be performed as the sample was disposed of. (B)(4). Additional information from the user facility report: date of this report: (B)(6) 2006. Brand name: bd insyte autoguard. Type of device: shielded IV catheter.